Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hv lead impedance was high but stable. Patient was in good condition and will be scheduled for follow-up in the near future.